Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to cardiac arrest. The customer's wife stated that he had e. Coli bacteria in his blood stream, leading to his passing. He had become ill on (B)(6) 2014 and was hospitalized the following day. The blood glucose reading was over 200 mg/dl at the time of passing. The caller advised that the customer had diabetes complications, kidney failure, and an infection. She stated that he was not wearing the insulin pump nor any sensor at the time of passing. He had been taken off insulin pump therapy for 6 days by emergency workers due to illness. She stated that she had already donated the device to the doctor. Nothing further reported.

Manufacturer narrative:
Device received with a depleted (B)(4) alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had scratched reservoir tube window and cracked reservoir tube lip. Data analysis: (date of death: (B)(6) 2014.) There is no data available due to the unit received with a depleted battery installed.